Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was reported that metal fragments and rust came off from the instruments while doing a hysteroscopy and polypectomy case. Some metal fragments were recovered, but some fragments could be still inside the patient.

Manufacturer narrative:
The products were returned on 2023-09-07 and the investigation was completed on 2023-09-27. It was found that the returned articles have severe corrosion. This is probably related to the age of the items, as two of them were manufactured in 2015 and one in 2018, according to the lot, so the items are 8 and 5 years old. In addition, the article 26153bo was found to be bent in the area of the shaft and this shaft is no longer straight, which can have a negative effect on the mounted articles in the shaft or on the op. It was also found on article 26159dhw that the cutting edge of the scissors at the distal end of the scissor blade is damaged, making it difficult or impossible to cut. The same applies to item 26159dhw, where it can be seen that the cutting jaws are worn / damaged. According to the IFU, the function of these instruments should be checked for damage and corrosion etc. Before each use. The event is filed under internal karl storz complaint ID: (B)(4).